Manufacturer narrative:
Device was received with a motor current error detected error during rewind, fault isolated to the motor. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to motor current error detected error. No cracks on the device noted during physical inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor current error detected. Customer¿s blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Advised the insulin pump requires replacement and to discontinue use of the insulin pump. Advised to revert to backup plan. Customer troubleshooting was performed. The insulin pump will be returned for analysis.